Manufacturer narrative:
The device was discarded, therefore no product analysis can be performed. Conclusion: vascular access related complications, such as stenosis/occlusion are a known potential adverse patient effect per the device instructions for use (IFU), and are typically related to patient factors (such as anatomy and comorbidities), and/or procedural effects (such as sheath used, user technique, and puncture cut location). Based on the limited information available and without return of the product, an assignable root cause of the vascular complication cannot be determined and the relationship to the delivery catheter system (dcs) could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one month and nine days post-implant, stenosis of the axillary artery access site was noted. Subsequently, angioplasty with stent placement was performed. Complete motility and sensitivity recovery was reported. No additional adverse patient effects were reported.